Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple inappropriate shocks due to atrial fibrillation. On (B)(6) 2019 the patient's implantable cardioverter defibrillator was interrogated. Upon review, the patient's device exhibited a charge time-out alert. The patient was stable. No further information was available.

Event description:
New information received on (B)(4) 2019 indicates that the charge time-out alert was the result of normal behavior following multiple high voltage shocks in a short duration. No interventions were performed.